Event description:
It was reported to boston scientific corp on july 20, 2009 that a c.r.e. Balloon dilatation catheter device was used during an esophageal dilatation procedure performed on (B)(6), 2009. According to the complainant, the c.r.e. Balloon was torn longitudinally during the procedure. No fragment of the balloon detached and fell into the pt. The device was removed without issue. The procedure was completed with another c.r.e. Balloon dilatation catheter device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot #; therefore, the device manufacture date and exp dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).